Event description:
Poor wound healing & wound secretion. The patient was admitted with "lumbar disc herniation" and underwent routine preoperative examinations to rule out surgical contraindications. The patient underwent surgery and used hemostatic gauze to stop bleeding during the operation. Provide postoperative nutritional support and anti infective treatment to the patient, and remove the wound drainage tube when the drainage volume decreases. On the 21st day after surgery, the patient found a large amount of exudate from the wound dressing during dressing change. When the dressing was removed, a moderate amount of brown liquid could be seen oozing from the wound, indicating poor wound healing. The patient was readmitted on the 21st day after surgery and underwent routine dressing changes daily. The exudate was collected for bacterial culture and pcr testing. Based on the corresponding results, the clinical pharmacy department was consulted to guide anti infective treatment. Adjust the treatment plan in a timely manner based on changes in exudate. Explanation of combined medication/equipment: clindamycin phosphate was used for anti infective treatment during and after surgery. During the operation, the posterior spinal nail rod system is used to stabilize the spine and the posterior fusion device is used for interbody fusion. The absorbable fluid gelatin is used for hemostasis, drainage tube is used for drainage, biological polysaccharide flushing solution is used for flushing, and suture is used for suturing.